Manufacturer narrative:
The device has been received by depuy synthes power tools. The investigation is still in process. Once the evaluation has been completed or additional information becomes available, a supplemental MDR will be sent.

Event description:
Report received from the USA stating that the device would not spin the burr. The device was being used during surgery, but there were no injuries or medical intervention. It is unknown if there was a delay in surgery. There was no additional information provided.